Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. Perform receiver functional tests and passed. Perform pairing tests and passed. The receiver log was downloaded and reviewed and found no data in the egv tab and diagnostic chart within the incident date of the investigation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.